Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared. Plans were made to follow-up with the patient in one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.